Event description:
It was reported by the customer that the device will not deliver energy. The device will charge; however, it will not discharge energy. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
Physio-control recommended checking the transfer relay. The customer later indicated that there was no need to replace the transfer relay and confirmed that the power conversion pcb resolved the issue. Proper device operation was observed and the device was placed back into service. The device will not be returned to physio-control for eval. Further root cause of the reported failure cannot be determined.